Manufacturer narrative:
The device is currently under investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use on a patient that this 980 ventilator generated a bd (breath delivery) background failure and stopped delivering breaths. Patient was removed from the ventilator, was given manual positive pressure ventilation with manual resuscitator, and placed on an alternate ventilator. The patient coded soon after, and the rosc (return of spontaneous circulation) returned. Review of the ventilator logs indicates that there was no loss of ventilation to the patient, the ventilator entered into backup ventilation (buv) at the time of the event.

Manufacturer narrative:
The device is currently under investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use on a patient that this (B)(6) ventilator generated a bd (breath delivery) background failure and stopped delivering breaths. Patient was removed from the ventilator, was given manual positive pressure ventilation with manual resuscitator, and placed on an alternate ventilator. The patient coded soon after, and the rosc (return of spontaneous circulation) returned. Review of the ventilator logs indicates that there was no loss of ventilation to the patient, the ventilator entered into backup ventilation (buv) at the time of the event.

Manufacturer narrative:
Correction to section h6 code method and code result. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported while in use on a patient that this pb980 ventilator generated a bd (breath delivery) background failure and stopped delivering breaths. After review of the ventilator logs, this ventilator entered into backup ventilation (buv) while in use on the patient. The device was available for evaluation. The medtronic field service engineer (fse) inspected the device and confirmed that the ventilator entered into buv through ventilator logs and found no evidence of lov (loss of ventilation). The fse observed the message "est never run" on status display and was unable to update software therefore fse replaced the line interface 2 pcba (printed circuit board assembly) to fix this secondary issue. The ventilator passed all testing per manufacturer specification at the time of service and was returned to the customer. One line interface 2 pcba was returned to medtronic for failure analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. The replaced line interface 2 pcba resolved the issue in the field; however, the returned component was analyzed and tested satisfactorily. With the information available, a likely cause could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.